Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: b.4, g.6, and h.2. Engineering evaluation revealed the esheath+ liner was torn along the entire length. The evaluation of the device revealed the esheath+ distal tip was not split. Therefore, this event is no longer considered to be FDA reportable.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 14 fr esheath+, when advancing the delivery system, the esheath+ tore after the sapien 3 ultra resilia valve passed around the tip of the esheath+. The crack got larger when the delivery system was subsequently manipulated. When the esheath+ was removed, there was heavy bleeding, and two-thirds of it was found to have torn. No damage was found to the access vessel. There was no access vessel tortuosity, the minimum luminal diameter of the access vessel was 7.7 mm, and there was mild access vessel calcification. Based on the engineering evaluation, the esheath+ liner was torn along the entire length.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 14 fr esheath+, when advancing the delivery system, the tip of the esheath+ tore after the sapien 3 ultra resilia valve passed around the tip of the esheath+. The crack got larger when the delivery system was subsequently manipulated. When the esheath+ was removed, there was heavy bleeding, and two-thirds of it was found to have torn. During the operation of the guidewire, the guidewire dug into the split at the tip of the sheath, and when the introducer was inserted during the esheath removal, the crack became larger. No damage was found to the access vessel. There was no access vessel tortuosity, the minimum luminal diameter of the access vessel was 7.7 mm, and there was mild access vessel calcification.